Event description:
Event description guidant received information that during a routine follow-up, this ventricular lead was unable to capture the myocardium. The lead displayed impedance measurements greater than 2500 ohms and threshold measurements were unable to be obtained. A chest x-ray was performed to verify lead integrity and there was no evidence of a lead fracture. A procedure was scheduled to evaluate the lead. Sensing measurements were unable to be obtained on the pacing system analyzer and the lead was surgically abandoned. The lead was successfully replaced with another model.